Manufacturer narrative:
Date of event: unknown. (B)(4). Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog & bending during use npe on lot # 9155988. A review of risk management document (B)(4), revision 19, indicates that the potential risk of this specific reported incident (pen needle, needle clog, needle bending during use npe) was captured and addressed investigation summary: customer returned (1) open 4mm, 32g pen needle without the inner shield from lot # 9155988. Customer states that the needle clogged during priming, stated that there was no insulin flow and reported needle bent at non patient end. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications based on the samples and/or photo(s) received, the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 90 CT mail order only were unable, or difficult to prime during use. The following information was provided by the initial reporter, "consumer reported needle clog during priming, stated that there was no insulin flow also reported needle bent at non patient end. Consumer does not re-use." Lot #: 9155988; catalog #: 320883; date of event: unknown.